Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported during the cartridge change, the pump gave an acoustic and vibra alert; display is black. There was no w22 (battery low) or m22 (battery depleted) error message in the history. No adverse event reported. Requested return of the alleged device for evaluation.